Event description:
Note: this report pertains to the second of two device malfunctions reported to occur during the same procedure. It was reported to boston scientific corporation on january 27, 2009, that a resolution clip device was used to treat large vessel fundus bleeding in a female, patient, in 2009. According to the complainant, the clip was detached from the catheter. The procedure was completed using two additional resolution clip devices. It was reported that there was no serious injury to the patient resulting from this event. The patient's condition at the conclusion of he procedure was reported to be stable and fine. Refer to manufacturer report# 3005099803-2009-00724 for the details regarding the first device failure.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.